Manufacturer narrative:
A2) patient date of birth - not available from facility. A3a/a3b) patient sex and gender - not available from facility. A4) patient weight - not available from facility. A5/a6) patient ethnicity and race - not available from facility. B6) relevant tests/laboratory data - not available from facility. H3) the turbo-elite was discarded, thus no product investigation was performed. H6) per IFU, embolism is listed as a potential adverse event with use of the turbo-elite device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A peripheral atherectomy procedure commenced to treat in-stent re-stenosis in the distal superficial femoral artery (sfa). A spectranetics turbo-elite laser atherectomy catheter was used to treat the patient. During the procedure, embolization of the tibial vessel occurred, and thrombosuction was used to remove the embolism. The patient survived the procedure. This report captures the turbo-elite in use in the area where an embolism occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.